Event description:
An arjohuntleigh technician was on-site checking out a recently installed tub and noticed that the parker tub shell was loose from the base. Upon inspection, he saw that the nylock nuts holding the base to the tubshell were backed off. The technician tightened the nuts. The customer was unaware of the problem and no injuries resulted. The tub was purchased in 2011 and only recently installed (about a month ago). In use for less than 1 month.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer arjo hospital equipment (B)(4). (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.